Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the device. The catheter was bent at distal section. Microscope examination was performed, and it was noted that no failures were found on the device. Functional examination was performed, and the device could be opened and closed in a normal way. However, the clip assembly was unable to detach from the catheter, confirming the reported event. Dimensional analysis was performed, and it was observed that the control wire was longer than the usual control wire reference used in the production floor. The reported event was confirmed. This issue is likely due to expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy and was completely stuck. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy and was completely stuck. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.